Manufacturer narrative:
Device evaluation: device returned connected to the cutter driver. Ancillary devices: introducer sheath and guidewire were also returned with the device. The device was removed from the return packaging for visual inspection. A break on the handle is noted and the proximal end of the handle remains inside the cutter driver. Visual inspection of the ancillary device shows the guidewire stuck inside the introducer sheath and cannot be removed. Visual inspection confirms that the detachment site occurred distal to the anchor pockets with the cutter visible inside distal to the anchor pockets. No anomalies noted with the cutter. The tip of the introducer sheath shows tip damage under a microscope with frayed edges. Destructive testing was performed to remove the tip assembly of the hawkone device from the introducer sheath. The guidewire had folded back over itself inside the sheath as seen in the photo. Under a microscope biologic material is visible inside the distal housing assembly on the proximal end at the detachment site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was a retrograde treatment. There was chronic total occlusion at 100%. There was no intervention required for the removal of the device. Wire access remained. All components of the device were removed. A new device was used to complete the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone atherectomy device during treatment of a calcified lesion in the patient¿s mid superficial femoral artery (sfa). Moderate vessel calcification and no tortuosity is reported. IFU was followed. Vessel pre-dilation was not performed. The device was used multiple times. It is reported that following the fourth insertion severe resistance was noted when trying to remove the device resulting in the tip detaching in the sheath. The sheath was removed with the device inside. No patient injury reported.